Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however, customer declined to remove the infusion set. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 224 mg/dl.